Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During post-aspiration monitoring, the patient reported feeling unwell (blood pressure 80/60); a ringer¿s solution was prescribed. Abdominal palpation revealed tenderness in the right iliac fossa. Following an ultrasound scan, fluid was observed in the morrison¿s space and perisplenic area. Presence of a hematoma around the right ovary with a clot. The surgeon was called. Surgical management of the hemoperitoneum.